Event description:
The customer reported that the system displayed a saturation and charge error message while performing fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the generator printed circuit board and calibrated the generator driver and the filament. The system was tested and found to be working as intended and put back in service.